Event description:
It was reported that a patient underwent an arthroplasty procedure in (B)(6) 2022 and barbed suture was used. Before use on the patient, it was reported that the fixation feature had been found broken when it was opened for the surgery. Upon visual inspection of the returned sample, body fluids on the length of the suture were noted, in addition, the barbs were observed to be damaged at the tips, deformation, and any are missing and both sides of the fixation tab were cut. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device.no additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 2360 g/m. Analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one needle-suture that pertains to product code sxpp1a401 was received for evaluation. Upon visual inspection of the returned sample, body fluids on the length of the suture were noted, in addition, the barbs were observed to be damaged at the tips, deformation, and any are missing and both sides of the fixation tab were cut. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.